Manufacturer narrative:
While the device involved in the event was not yet in commercial distribution, the plug adapter which broke is identical to those used in other motion negative pressure wound therapy systems, which have been released for commercial distribution. There have been no other reports of adapter failure. The manufacturer is investigating this issue.

Event description:
During a demonstration of a to-be-marketed negative pressure wound therapy device (motion+) in a company conference room, a plug adapter broke in two pieces, exposing live mains voltage, when the nurse who was demonstrating the device unplugged the power supply from the electrical outlet.